Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. On 1/99, the pt underwent a primary left l5-s1 spinal root decompression. In september of 1999, the pt presented with a recurrence of back and left leg pain which was severe in intensity. MRI scan revealed recurrent herniated disc. The pt underwent a re-do left hemilaminotomy l5, microdeiscectomy l5-s1, left medial fascetectomy, foraminotomy l5-s1, and revision of scar in 1/00. At the time of case report form completion treatment was continuing. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.